Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, an indentation in the teflon pad and evidence of clinical use was identified. The distal gasket on the rod was examined and wear was detected on the gasket lip which would allow fluid/tissue to rise up the road. A review of the DHR supports that the device met all inspection and test criteria prior to release. The most likely root cause of tissue/fluid buildup is damage to the distal gasket. As the causes of distal gasket damage are undetermined at this time; preventative measures have been taken to prevent the escape of any product exhibiting this failure mode. Therefore, the potential root causes are: tissue accumulation between the blade and jaw assembly. Prolonged activation (in general or against solid surfaces), repeated use of instrument beyond intended use. Applying pressure between instrument blade and tissue pad without having tissue between them. The instructions for use (IFU) state: the instruments allow for the coagulation of vessels up to and including 5mm in diameter. Do not attempt to seal vessels in excess of 5mm in diameter. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. Blood and tissue buildup between the blade and the shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. Select the desired minimum power level using the increase and decrease buttons on the generator touchscreen. Note: the recommended minimum starting power level is level 3. For greater tissue cutting speed use a higher generator power level, and for greater coagulation use a lower generator power level. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type pathology, and surgical technique. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the harmonic scalpel was not cutting or coagulating and the cord was replaced. There was no patient injury, medical intervention, and extended procedure time reported was minimal. These are commonly used devices that are readily available.